Event description:
Pt was implanted with miniarc sling on (B)(6) 2010. On (B)(6) 2010, pt reported that the sling was going to be removed on (B)(6) 2010 "because of severe leg/hip/back pain caused by improper placement of sling and subsequent erosion" as the physician told her. "Erosion appears to be of urethra and vaginal wall, but does not appear to have affected the bladder at this time." "She said the incontinence situation had been solved, but the other pain issues made it impossible to live with any longer". Add'l info received from the pt on (B)(6) 2010 indicates the sling was removed on (B)(6) 2010. She has a catheter and taking antibiotics, the pain is better and she has a follow-up appointment on (B)(6) 2011.